Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, and further information derived from the evaluation, it will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient with a severely retroverted cavity underwent an endometrial thermal ablation procedure in 2007. Approximately six to seven minutes into the procedure, there was a sudden drop in pressure. Three cc's of d5w were added and the pressure was maintained through a full eigth minutes of treatment. Immediately upon completion of the procedure, a small puddle of fluid was noted in the vagina with a three centimeter burn on the patient's posterior vaginal wall. A tear in the balloon was found when it was removed from the patient following the procedure. There was no known treatment given to the patient as a result of the burn and the patient was released the same day.